Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device product code - haw. Device location unknown.

Event description:
During a total hip arthroplasty procedure, the surgeon was unable to ream the patient's acetabulum to match the planned points displayed on the screen.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Analysis of log files found the incorrect reamer type was selected in the surgery parameters. This led to errors in the calibration of the instrument. As the reamer type selected and the reamer type used during the procedure were different, all acquisitions using the reamer were not accurate and not consistent with the acquisitions performed using the pointer.